Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. On 06/13/2019, investigation was completed. The implant was sent for analysis under tracking number (B)(4), however the implant was lost before the analysis could be performed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Since the device is not available, no tests can be performed, and no determination of possible contributing factors could be made. Reason for device explant and/or reoperation: left side capsular contracture; baker grade IV, and right side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the left side and with 350cc mentor memorygel breast implant on the right side and was presented with left side capsular contracture; baker grade IV, and right side capsular contracture; baker grade iii. And suffered breast implant rupture on her right side postoperatively. As a result, the devices were explanted on (B)(6) 2017. This report is for the patient¿s right-sided device.

Manufacturer narrative:
Hold for em 7/19on (B)(6) 2020, photo evaluation was completed. The implant was sent for analysis under tracking number 811899715075, however, they were lost before the analysis could be performed. An investigation was opened to further analyze the cause of the lost and corrective actions were implemented. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Since the device is not available no tests could be performed, however a picture is available, and it was found with no apparent damage. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Reason for device explant and/or reoperation: left side capsular contracture; baker grade IV, and right side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that incorrect report submission due date was mistakenly submitted under the previous follow up 1 report as (B)(6) 2017". It should have been "(B)(6) 2020". This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).